Event description:
The customer reported that since (B)(6) 2019 at 14:30 a morphine 50mg/50ml drip was running at 1ml/hr, on a med/surg profile. On (B)(6) 2019 at approximately 9pm, a bag of valproate (1000mg in 100ml, infused over 100 ml/hr) was hung for this patient on an unknown channel. Approximately 3:41am on (B)(6) 2019 an rn noted that the valproate was infusing on what should have been the channel that morphine had originally been infused on. The valproate bag was then removed and replaced with a new bag of morphine (approximately around 3:52am on (B)(6) 2019. There was no known patient harm or medical intervention required.

Manufacturer narrative:
The customer¿s report that the valproate was infusing on what should have been the channel that morphine had originally been infused on was not confirmed. Physical inspection of the device noted the instrument seal intact. Both male and female iuis are observed with dried fluid and contamination forming on the pins. Analysis of the pcu event log shows drug ID = 449 (morphine) on (B)(6) 2019 at 4:41:38 pm on pump module sn: (B)(4) programmed with the following parameters: rate:1ml/hr; vtbi:45; dose 1mg/hr; concentration 1mg/ml. Drug ID = 449 (morphine) was only recorded in the event log one (1) time, this was not found at the at the reported time of 14:30, but rather at 4:41:38 pm. The pcu sn: (B)(4) had the ¿med/surg/onc¿ profile selected and the source pump module sn: (B)(4) was attached to the pcu at 6:50:51 pm. On (B)(6) 2019 at 8:59:54 pm on pump module (sn: (B)(4) a secondary infusion of drug ID = 374 (lacosamide) began, not valproate sodium as reported. However, at 9:32 pm on (B)(6) 2019 drug ID = 636 (valproate sodium) was programmed and began infusing on pump module sn: (B)(4) with the following parameters set: volume = 100ml; rate = 100ml/hr; dose = 1000mg; vtbi = 100ml; concentration = 10mg/ml. On (B)(6) 2019 at 3:41 am there is no user interaction recorded in the event logs with the connected devices. At 3:49:16 am the pump module sn: (B)(4) infusing morphine was paused. It then has the vtbi altered to 48ml at 3:49 am. Pump module sn:(B)(4) had a basic infusion set with a rate = 10ml/hr and vtbi = 100ml infusing, it was then paused at 3:50am. The same device sn:(B)(4) was selected and had its vtbi changed to 200ml at 3:52 am. Both channels were paused shortly after 4:00 am. Pump module sn:(B)(4) alarmed for flow stop open at 4:06am and door opened, the alarms were then silenced. Sn:(B)(4) alarmed again at 4:07 am for flow stop open and for door closed where it was again silenced. Pump module sn: (B)(4) then alarmed for flow stop open at 4:09am and then alarmed for door closed. Pump module sn:(B)(4) was restarted at 4:10am and pump module sn: (B)(4) was selected at 4:10am and had its vtbi changed to 40ml. Pump module sn:(B)(4) then alarmed for patient side occlusion and was paused and was the restarted at 4:10 am. The pump module sn:(B)(4) was paused again at 8:17am and did not infuse after that point. Both devices were then powered down at 8:41am. There is no evidence that the programming was incorrect or occurred in the incorrect module. Functional testing found the device to be delivering fluid within specification. During testing there were no observations of unregulated flow. The root cause of the customer¿s report ¿that the valproate was infusing on what should have been the channel that morphine had originally been infused on¿ was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that since (B)(6) 2019 at 14:30 a morphine 50mg/50ml drip was running at 1ml/hr, on a med/surg profile. On (B)(6) 2019 at approximately 9pm, a bag of valproate (1000mg in 100ml, infused over 100 ml/hr) was hung for this patient on an unknown channel. Approximately 3:41am on (B)(6) 2019 an rn noted that the valproate was infusing on what should have been the channel that morphine had originally been infused on. The valproate bag was then removed and replaced with a new bag of morphine (approximately around 3:52am on (B)(6) 2019). There was no known patient harm or medical intervention required.